Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. The physician performed the transseptal puncture (tsp) and then used a guidewire to exchange the tsp sheath of the watchman access system (was). As the was being inserted, prior to crossing the septum with the was, they noted the wire going into the pericardial space. The was moved across the septum so a contrast injection could be performed. Contrast was injected and a pericardial effusion was noted at this time. The physician pulled all the devices back to the right side of the heart and the patient was give protamine and monitored. The act was 230 and the effusion had grown a little bigger. The physician decided to perform a pericardiocentesis where they drained 300cc of blood from the patient. The patients vital signs remained stable throughout. The patient is doing great and was discharged from the hospital a couple days later.